Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: the reported healthcare facility is: (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was to be used in the bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) / endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the stent was successfully deployed; however, the guide catheter detached from the delivery system and got caught in the stent. The stent remains implanted, and the broken guide catheter was removed by locking the elevator on the guide catheter while removing the scope. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent cannot be fully deployed." The physician did not follow the steps cited in the IFU.